Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 6/10/24, the patient began sweating from her neck and then passed out. It was not reported what the cgm value was at this time and no bg meter reading was taken. The patient¿s friends called emergency medical service (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient was treated with dextrose (route not specified). The patient was unaware of how long she was unconscious. At an unspecified time during the event, the cgm was reading ¿over 300 mgdl¿ and the bg meter was reading 170 mgdl. The patient was discharged home after approximately 24 hours. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.